Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose level. The customer was treated with intravenous saline and insulin, and was released from the ICU on (B)(6) 2022 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.